Event description:
The customer's mother reported via phone call indicating that the inulin pump had reservoir anomaly. Customer's blood glucose was 329 mg/dl. The customer's mother is having patient take a shot. The customer stated that the she pulled out the new set instead of the old set. The customer's mother stopped troubleshoot since the patient has on part of the old infusion set and part of the new infusion set. The customer was not offer troubleshoot for reservoir anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.